Manufacturer narrative:
No unexpected alarms noted during testing. However, the pump was received with a cracked reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed, indicating that the serial peripheral interface to motor programmable integrated circuit experienced a communication error. The customer's blood glucose was 70 mg/dl. The caller stated that the customer was away in spain, received the alarms, reset the device, and noted that the settings were preserved. She stated that the insulin pump counted down, and then the battery was changed. She stated that the customer then rewound the insulin pump and primed, using the esc and act buttons to clear the alarm. The caller was unable to troubleshoot the insulin pump, as the customer was out of the country. She stated that the insulin pump seemed fine since the alarm occurred and was cleared 5 days prior to the call. The customer was advised to replace the insulin pump and agreed to return the device for analysis.